Event description:
The customer contact reported backflow of fluid from the secondary tubing set into the primary solution container. The primary tubing set was being used to deliver a 0.9% normal saline with 40meq kcl via a symbiq pump. The option-lok male adapter of the secondary tubing set was connected to the clave y-site of the primary tubing set for piggyback delivery of magnesium sulfate 2gm/50ml. The primary solution container was lowered below the secondary solution container. It was reported after a short length of time in use, the nurse noted the secondary solution was flowing into the primary solution container. The tubing sets, solution containers and pump were replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).